Event description:
Per the audiologist, in 2008, the pt presented at the clinic with an air pocket filled with fluid surrounding the stimulator/receiver. A culture of the fluid determined it to be a staph infection. The pt was treated with six weeks of IV antibiotics which resolved the infection. In the following month, the pt presented a second time with a different strand of staph infection (staph aureus per the user facility report). The pt was treated with oral antibiotics. The pt's device was explanted on five months later, and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This type of event is addressed in the device labeling.